Manufacturer narrative:
It was reported that the patient was in his mid-40s and of average build. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported that the site did not re-register, as the system did not see the stylet at all.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735428, serial/lot #: (B)(4), ubd: 24-feb-2023, UDI#: (B)(4). No analysis has been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for a catheter placement. It was reported that the stylet is showing 2mm inaccuracy and the geometric error is too high, and therefore wouldn¿t track the instrument. There was no reported harm to the patient present and there was a delay of more than one hour. Additional information noted that the hospital did not re-register as the machine did not see the stylet at all.